Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a charge-pak icon and attention icon in its readiness display. During device evaluation, physio-control observed that the device also displayed the service wrench icon and that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and the charge-pak battery charger. It was observed that the charge-pak had been first installed into the device on (B)(6) 2015, but shortly after the device's internal hybrid layer capacitor (hlc) batteries had quickly depleted. The charge-pak battery charger was then further evaluated. It was observed that the charge-pak contacts were bent in a position that occurs when a shorting plug is installed and then removed from the charge-pak. The charge-pak cells were depleted. The shorted/depleted charge-pak is the likely cause for the device's internal hlc batteries to have rapidly depleted. The device was no longer under warranty and the customer authorized physio-control to discard the device.